Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Reportedly, the customer is going through hormonal changes and the pump basal rate needs to be adjusted. Customer drank juice to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.